Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # unk. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12xt devices was returned inside it's original packaging unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a holes in the tyvek, the holes were noted to be from the outside in. Additionally, two (2) photos were provided and they showed the condition of the reported event. The event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device lot 840c87 number, and no non-conformances were identified. Additional information was requested and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Tyvek. Was sterility compromised as a result of the packaging damage? Unknown. What was done with the device (discard, return etc): return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unk procedure, noted the packing was damaged. There were no adverse consequences to the patient. No additional information could be provided.